Manufacturer narrative:
An investigation has been completed, events recognizing that a definitive root cause cannot be identified due to a wide range of missing external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc. ) / patient habits (e.g., smoking), and reason for implant removal. The DHR was reviewed for lot#7000856, and no evidence was discovered to indicate that a product defect or non-conformity contributed to the issue. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Event description:
The clinician reports the implant was inserted (B)(6) 2022. On (B)(6) 2023, loosening of implant was verified. The device was forwarded to the manufacturer. No patient operative or post-operative complications reported.

Manufacturer narrative:
UDI related data quality updates only.